Event description:
It was reported that the device gives generator error on power on. No further information given. No patient involvement.

Manufacturer narrative:
Evaluation summary: based on analysis results, this complaint is now determined to be MDR malfunction. The complaint has been confirmed. The printed circuit (pcb) board was replaced to correct the issue. The unit passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.